Event description:
This procedure is part of (B)(6):during the procedure an ipsilateral tia was reported. Please reference MDR 2183870-2012-00204 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.